Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with a red, swollen and ruptured pocket. Infection was observed. The cause of infection was unknown. The pulse generator system was explanted. A new system was implanted on (B)(6) 2018. The patient was stable.